Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch, and no issue was observed. The sensor was found to be in sensor sate 6 (indicating a normal termination). Visual inspection has been performed on the sensor tail, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. The sensor was de-cased the sensor and placed of test fixture. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Sensor was scanned with reader to re-establish bluetooth connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed. No malfunction or product deficiency was identified. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (expiration date), d4 (primary UDI number) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with reader. The customer received a signal loss alarm and therefore did not receive glucose alarms. The customer indicated they "lost consciousness for 5 minutes", however, no third-party intervention was reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue was reported with the adc device, with use with reader. The customer received a signal loss alarm and therefore did not receive glucose alarms. The customer indicated they "lost consciousness for 5 minutes", however, no third-party intervention was reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.